Event description:
An altitude alarm was reported for the pump, and the customer's blood glucose level was noted to be between 54-500 mg/dl, which is a broad range encompassing both low and high levels. The customer's insulin delivery was initially suspended due to the altitude alarm. Technical support instructed the customer to remove any obstructions from the speaker holes, clean them, and reconnect the cartridge, which resolved the issue after waiting for five minutes. The pump resumed normal operation, and the customer was provided with tips to prevent future altitude alarms.